Event description:
Per the info provided to co through means of the physician/surgeons operative report "indications: the pt has a penile prosthesis placed a little more than 2 1/2 yrs ago. It has been nonfunctioning since that time. Findings: it was noted when we removed the penile prosthesis that there was a small hole in the end of the one cylinder. We attempted to use the reservoir that was in place, but we were not too comfortable with this, therefore, we put in a new reservoir and left the reservoir just to the right of the midline. The device that was placed was a penile prosthesis.